Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing in a gastric bypass, the few first pins of the reload popped out of the reload and the stapler could not continue firing. The surgeon immediately replaced the product. There was no patient injury.